Manufacturer narrative:
Correction to g1. G1: device manufacturer name: baxter healthcare - singapore (previously submitted as baxter healthcare - tunisia) g1: device manufacturer address 1: 2 woodlands industrial park d (previously submitted as route de chebbaou 2021oued e ) g1: device manufacturer city: singapore (previously submitted as tunis) g1: device manufacturer state: na g1: device manufacturer postal code: 738750 g1: device manufacturer country: singapore (previously submitted as tunisia) additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with 4-prong set with cassette had a connection issue. The home patient (hp) reported that ¿the dialysis fluid connected to the heating wire was not fixed and turned.¿ this occurred during set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.